Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Subsequently, a replacement procedure was performed. This system was removed and replaced. An x-ray was performed, however was inconclusive.

Event description:
- -

Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this system displayed high out of range pacing impedance measurements. Several measurements revealed similar out of range measurements. In addition, threshold measurements have increased since the previous visit and r wave amplitude was 20mv however stable since the previous visit. Impedance measurements have increased gradually during the past year. A decision was made to further monitor the measurements and a decision regarding a revision will be made in the future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.